Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with one (B)(4) cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Although no conclusion could be reach on what caused the reported event, it should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Event description:
It was reported that after a gastric bypass procedure, the device would not staple but cut. During the initial procedure, during the use of the third cartridge the stapler has cut but hasn't stapled. The staples have fallen from the device. The surgeon performed his procedure without further issue (no more detail). Three days after the initial procedure, the surgeon has noticed the presence of fistula. The patient has been re-operated on the (B)(6) 2011. We do not have any more detail concerning the procedure of (B)(6) 2011. At the moment, the patient is doing well. Additional information: would not staple but cut during the initial procedure of the (B)(6) 2011, during the use of the third cartridge, the stapler has cut but hasn't stapled. The staples have fallen from the device. The surgeon realized a gastrectomy to perform his procedure, without further issue. Consequences for the patient : reoperation five days after the initial procedure, the patient complained of pains, he had a peritonitis. The surgeon has noticed the presence of fistula. The patient has been re-operated on the (B)(6) 2011, the surgeon blocked the holes and put an endoprosthesis. At the moment, the patient is doing well.